Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing severe pain and inflammation of the right knee approximately twelve years post implantation. This is causing issues with the hip and making it difficult to walk. Patient has been told his right knee is bone on bone which could be causing the pain, but the patient does not think that is true as the pain runs from the knee to the ankle. Patient has been tested for infection and found to be negative. Attempts to obtain additional information have been made; however, no more information is available.